Event description:
It was reported that a decrease in the battery was observed on the implantable cardiac monitor (icm) and premature battery depletion was alleged. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the device was unable to be interrogated.

Event description:
Additional information was received that the device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of premature discharge of battery and failure to interrogate were confirmed. The device was unable to establish telemetry upon receipt. Analysis after the device was cut open revealed the device battery voltage was at end of service (eos). A longevity calculation was performed and found the battery depletion was premature. The current was monitored and high current drain was noted on hybrid. The high current drain is consistent with an integrated circuit anomaly.